Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 35-year-old female patient who had essure (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), infection ("infections"), depression ("depression"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure). At the time of the report, the pelvic pain was resolving and the dyspareunia, infection, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, infection and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009; (B)(6) 2009, had essure in 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"), 4 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), depression ("depression"), anxiety ("mental anguish"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (underwent a hysterectomy (full) due to complications from the essure, salpingectomy bilateral.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the dyspareunia, infection, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009; (B)(6) 2009, had essure in 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abnormal bleeding (general) were added. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("possible essure perforation"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, adenomyosis, chronic cervicitis, asthma, depression, migraine, obesity, gastroesophageal reflux disease, hiatal hernia, tooth fracture, allergic sinusitis, anxiety, cholecystectomy, back surgery, menorrhagia and pelvic adhesions. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"), 4 months 29 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), depression ("depression"), anxiety ("mental anguish"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic hysterectomy total, cystoscopy davinci, bilateral salpingectomy and underwent a hysterectomy (full) due to complications from the essure, salpingectomy bilateral.). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dyspareunia, infection, depression, anxiety and back pain outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, back pain, depression, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data - date(s) of insertion: (B)(6) 2009; (B)(6) 2009, had essure in 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Event "possible essure perforation ", reporter, medical history added from medical record. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 35-year-old female patient who had essure (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with surgery (underwent a hsyterectomy due to complications from the essure). At the time of the report, the pelvic pain, dyspareunia, infection, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, infection and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009; (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data and events- psychological or psychiatric problems condition: depression, mental anguish and back pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('possible essure perforation'), pelvic pain ('persistent pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-diabetes from (B)(6) 2013 to (B)(6) 2013, recurrent abortion, adenomyosis, chronic cervicitis, asthma, depression, migraine, obesity, gastroesophageal reflux disease, hiatal hernia, tooth fracture, allergic sinusitis, anxiety, cholecystectomy, back surgery, menorrhagia, pelvic adhesions and gallbladder removal. Concomitant products included benzonatate from (B)(6) 2012 to (B)(6) 2013, naproxen (motrin) from (B)(6) 2009 to (B)(6) 2013, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"), 4 months 29 days after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression / psychological or psychiatric problms - condition:") and anxiety ("mental anguish / psychological or psychiatric problms - condition: anxiety and mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with buspirone and surgery (laparoscopic hysterectomy total, cystoscopy davinci, bilateral salpingectomy and underwent a hysterectomy (full) due to complications from the essure, salpingectomy bilateral.). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, infection, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, dyspareunia, back pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, back pain, depression, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data - date(s) of insertion: (B)(6) 2009; (B)(6) 2009, had essure in 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: back pain, persistent pelvic pain and painful intercourse updated to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and infection ("infections"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure). At the time of the report, the pelvic pain, dyspareunia and infection outcome was unknown. The reporter considered dyspareunia, infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.